Event description:
As reported by the user facility: IV rate 200 ml per hour for 100 ml bag. Other details secondary IV medication was set to run at 200/hr (100 ml bag) =. Same bag infused within 10 minutes, pulled from both bags at a rate much faster than what was set. Secondary was hung higher then primary and set up appropriately. No adverse reaction to patient as of now.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.